Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels between 30-40 (mg/dl). Reportedly, the customer's health care provider (hcp) believes that the low bg levels may be caused by hormones. Customer consumed carbohydrates to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.